Manufacturer narrative:
Product is an instrument, and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2008, the distributor reported that after sterilization, it was identified that the tip of the driver broke. This malfunction is being reported for a potential for surgical intervention if the malfunction were to occur in surgery.